Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a coronary flow reserve and index of microvascular resistance diagnostic measurement, the device was not co-axial before injecting 3cc of saline in the guiding catheter, which caused a dissection of the aorta. The dissection was diagnosed with fluoroscopy. The aorta was repaired with a graft during emergency surgery. The patient was stable and was discharged.